Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, polarity switch was noted on the atrial lead which has occurred a week before. Patient was asymptomatic. The atrial lead impedance measurements were low and further exhibited varying values at unipolar and bipolar level. Programming changes were made. The patient was stable and will continue to be monitored with regular clinic follow-ups.